Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of "hi" results. Customer states she feels well and no medical attention is needed. The customer's expected blood results are 150mg/dl fasting. Verified the strips expire 05/27/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed a back to back blood test 550mg/dl and 531mg/dl. Reviewed meter memory: (B)(6). Customers concern:customer is concerned with hi results in the memory. Adverse event not reported.